Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit passed displacement test. Unit was received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit was received with missing display window cover. Unit was received with minor scratched display window, case and keypad overlay. P-cap / reservoir locked properly. No damage to the retainer noted.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retainer ring that holds the reservoir in place has broken. Customer's blood glucose was 11 mmol/l at the time of the incident. Blood glucose was high due to power loss during the night. The battery was replaced and the insulin pump was working. Customer was advised the insulin pump will be replaced and to have a backup plan to per healthcare professional's recommendation. The customer will return the insulin pump for analysis.